Manufacturer narrative:
Patient weight is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 3 cardiac leads (ra, rv, lv) a tear to the superior vena cava (svc) occurred. Reportedly, both the rv and lv leads were extracted successfully using both a 16fr glidelight and 14fr glidelight devices. A 16fr glidelight device was also used for the atrial lead because of the fibrotic tissue at the innominate vein/svc junction. The catheter passed through the subclavian and innominate veins without any noted issues. It was at the inferior vena cava (ivc) near the bottom of the ¿j¿ of the atrial lead when the patient blood pressure dropped. It was recognized that an svc tear occurred. Access to the injury occurred within several minutes. The tear was successfully repaired.